Event description:
It was reported that during a breast biopsy for calcifications, after taking the first sample they were not getting any more samples. They increased the vacuum pressure and checked the tubing and still had the issue. They stopped the case with the calcifications in the specimen retrieved. No additional procedure required.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.